Event description:
Patient was brought in for shunt revison when it was discovered that the malfunctioning catheter was a medtronic bioglide and that the catheter had become disconnected from the snap base. The snap reservoir system was disconnected from the ventricular catheter with no flow of csf noted.the manufacturer is aware of this problem and has issued a recall on this bioglide catheter (FDA recall #'s z-1124-2009 to z-1134-2009).